Event description:
It was reported to minimed that the customer experienced the insulin pump was exposed to moisture, damage (physical or cosmetic), the battery compartment of the insulin pump was damaged, the reservoir compartment of the insulin pump was damaged, the belt clip rails of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient returned pump for damage belt clip area, reservoir, battery tube side, reservoir area, damage serial number label and exposure to moisture anomalies observed on 08/29/2024. The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unit confirmed damage at battery tube side, belt clip area, missing serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.